Event description:
During pre-use checkout, the unit shutdown resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The 5v acdc to pmb cable and 12v acdc to pmb cable was replaced to resolve the issue. (B)(4).